Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with anterior - asymmetric vault with z-syndrome approximately 6 weeks post-op. Fibrosis or striae and pco were also noted at 6 week post-op visit and the lens was repositioned using a capsular tension ring (ctr). A yag procedure was performed, but the date was not provided. The lens was ultimately exchanged with another model lens. The surgeon indicated the likely cause of the event was excessive healing. The patient's current status was reported as "good".

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (021266) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.